Manufacturer narrative:
Additional product information was requested but at this time, no further details are available. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the tubing of the enteral feeding set came apart, when the nurse went to troubleshoot the alarm on the pump, it was noticed that feed was dripping on the floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.